Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that after a successful deployment of a biliary stent in the sfa, the stent appeared to be longer than the indicated stent length. No other treatment was performed. There was no reported pt injury.